Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer had excessive no delivery alarms and history anomaly. The customer's blood glucose level had been as high as 511mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced due to history anomaly.